Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion twice with no evident cause. The tubing and pump were changed. This occurred during therapy. There was no report of patient injury or medical intervention associated with this event. During therapy. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5109386 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.